Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of 660 mg/dl. Tandem technical support (cts) performed a pump system check and determined the cartridge and insulin had been in use past labeling. Cts educated the customer on cartridge and insulin labeling. Reportedly, the customer required assistance from emergency medical services to administer a manual insulin injection to address the high bg. Recommendation was made to discuss diabetes management with a health care professional.